Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing".

Event description:
Healthcare professional reported "leak from the port - defect at the level of the abdominal wall".